Manufacturer narrative:
The tech found the plug where the communication cable attaches on the versacare bed has a broken pin preventing the call system from working properly. He replaced the cable assembly to repair the bed.

Event description:
Info received indicates the bed is unable to communicate with the nurse station.